Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed when an asymptomatic patient presented through merlin.net transmission. Review of session records noted post-paced t-wave oversensing. Programming changes were recommended. Patient was scheduled for in-clinic visit.

Event description:
New information received notes that non-sustained rv oversensing due to post-paced t-wave oversensing was observed again through merlin.net transmission after the device was reprogrammed. Patient was asymptomatic. Device was reprogrammed again and no further episodes were seen. The patient was stable after the programming changes.